Manufacturer narrative:
On the initial call, the patient's mother stated that she felt the cushion was not holding air, but that they had been unable to find a leak. Her son did not believe there was a problem with the cushion. They continued to use the cushion for a month before the wounds were noticed. Roho was unable to reproduce the described product failure during the evaluation of the device. The customer claimed hospitalization and surgery, however, roho has not seen any medical records to confirm this.

Event description:
The patient's mother called to state that her son was in the hospital with four pressure injuries. Two are on the bottom lower part of his cheek, one is on his coccyx, and one is on the right side of his lower hip. He had surgery and needs 6 weeks of antibiotics. She stated the cushion he was using was not holding air and caused the injury.